Event description:
After performing a pta on the cephalic arch, using a small syringe, the customer reported that the balloon ruptured and it was difficult to remove through the cordis sheath. The balloon and sheath were removed and there were no retained pieces. It is unclear how many atm were used, as it was not measured.